Manufacturer narrative:
The investigation is still ongoing.

Event description:
As reported by the article "redo-transcatheter aortic valve replacement with an intra-annular, self-expanding prosthesis within a balloon expandable prosthesis: a case series", a recent systematic review identified 5 patient's that underwent redo tavr procedures of their sapien 3 valves. Per the article, approximately 1 year post tavr procedure with a 23mm sapien 3 valve, the valve presented mixed central and crescentic paravalvular regurgitation. The sapien 3 valve was felt to be undersized with respect to the annulus. In this case, the strategy was to post-dilate the valve with a 24-mm balloon to eliminate the paravalvular leak (recognizing that this would transiently worsen the central aortic regurgitation), followed by a valve in valve procedure with a non-edwards valve. The left coronary artery was protected with a coronary guide and guide extender. The postoperative echocardiographic showed a mean gradient of 5 mmhg, similar to the initial sapien 3 postoperative mean gradient of 6 mmhg. There was no residual aortic regurgitation.

Manufacturer narrative:
Correction to h6 based on additional information. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for central regurgitation was unable to be confirmed due to unavailability of relevant imagery and/or medical records. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, the area measurements of the patient's native annulus and the failed valve are listed in the article as 363 mm2 and 336 mm2, respectively, suggesting that the valve was under-expanded. Under-expanded valve could lead to suboptimal leaflet coaptation or restriction of leaflet movement, resulting in central regurgitation as reported. Additionally, the patient had paravalvular leak, likely due to under-expanded thv. Thv leaflet coaptation requires sufficient blood flow back pressure. In this case, the blood flow back pressure could be decreased with the presence of paravalvular leak, which could potentially lead to suboptimal leaflet coaptation resulting in central regurgitation as reported. However, due to limited information available, a definitive root cause was unable to be determined. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on, positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and/or procedural factors (under-expanded sapien valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.